Manufacturer narrative:
Device evaluation: entire device returned, all 3 bands present. Tubing shows signs of stretching at break; break is 7 13/16" from distal tip. Pieces patent.

Event description:
During a procedure to treat pad (peripheral artery disease), the physician was in the anterior tibial artery when the distal 20 cm of the quick-cross sheared off of the catheter. The team stated that the wires and quick-cross catheter went through the lesion easily but then got stuck in the artery. The patient had to be treated surgically to retrieve the device from the at artery. The patient survived the procedure.